Manufacturer narrative:
Unit was received with motor error alarm basic during occlusion test due to faulty force sensor resistor. No motion sensor test failure alarm or weak signal alarm during testing. Unable to confirmed motor position encoder error alarm due to erased history file. Motor passed motor test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump alarmed motor error during a bolus and motion sensor test failure. Customer's blood glucose level was 128 mg/dl. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.